Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the customer reports that the catheter was placed in a pt for a surgical procedure (bile duct) lasting eight hrs. After surgery, when moving the pt to the stretcher, the user noticed that there was a kink and leakage around 20cm from the proximal end of the catheter. The device was removed and a new kit was used. The user facility also reports that although the catheter was fixed to the pt's body (back side of the neck), the proximal part of the catheter was entangled with the EKG cable.